Event description:
It was reported that a surgeon removed a synthes radial head prosthesis from a male patient due to infection, inflammation, and loosening of device on (B)(6) 2014. The origin and type of infection are unknown. The surgery was successfully completed without any surgical time delay and/or medical/surgical intervention. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.